Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom.

Event description:
Reference number (B)(4). Event occurred in united kingdom. It was reported that patient faced an infusion set leakage event on (B)(6) 2025. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010783, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6010783 was manufactured according to the work instruction (wi) version 82 and manufactured in the machine multivac 12 on 14/dec/2024, with a total of (B)(4) units. Glue-tubing lot: the lot 4m01577 was manufactured according to the wi version 42 and manufactured in the machine mp04 and mp08 on 10/dec/2024, with a total of (B)(4) units. The lot 4m01581 was manufactured according to the wi version 42 and manufactured in the machine mp04 and mp08 on 13/dec/2024, with a total of (B)(4) units. The lot 4m00061 was manufactured according to the wi version 42 and manufactured in the machine mp04 and mp08 on 08/dec/2024, with a total of (B)(4) units. The lot 4l04951 was manufactured according to the wi version 42 and manufactured in the machine mp04 and mp08 on 29/nov/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.